Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00398 initial report on july 30, 2021. Additional information - 2021-09-10, siemens healthcare diagnostics concluded the investigation for an unexpectedly elevated advia centaur xp high-sensitivity troponin I (tnih) result. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control was in acceptable ranges when the sample was tested, indicating this is a sample/patient specific incident. The result was also elevated on dimension exl high sensitivity troponin I (tnih), however, the result was low/below 99th% on a non-siemens alternate method when tested by the customer. The customer provided remaining sample to siemens for evaluation. In order to conserve sample, the testing was performed using the dimension exl tnih method (which shares the same base antibodies as the advia centaur tnih method) and the dimension exl cardiac troponin I (tni) assay (which uses different antibodies than the tnih methods). The sample was tested by processing them simultaneously with the dimension exl tnih and tni methods. The sample result was elevated with the dimension exl tnih method and was also elevated with the tni method. An aliquot of sample was pre-treated with the scantibodies heterophile blocking tube (hbt). The difference between the pre-treated sample and the untreated sample was <10% for both samples. This is not consistent with heterophilic interference but does not rule out heterophilic interference. The sample was then diluted 1:5, 1:10 and 1:20. The sample did not produce linear dilution results, which is indicative of non-specific binding such as autoantibodies, heterophilic antibodies or immune complexes. The cause of the issue is the sample contains a patient specific non-specific binding interferent however siemens is unable to further identify the interferent beyond this general identification of a patient specific non-specific binding interferent such as autoantibodies, heterophilic antibodies or immune complexes. This type of interference is known to occur in all forms of immunoassay. The limitations section of the instructions for use states, "heterophilic antibodies and rheumatoid factor in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." No product non-conformance was identified. The customer is operational. In section h6, the type of investigation, investigation finding, and investigation conclusion codes were updated based on the investigation results.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating. Quality control (qc) was acceptable. Maintenance on the instrument is up to date and there were no observed system errors. The instruction for use (IFU) states the following in the definition of a high-sensitivity assay section: "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." The IFU states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A customer obtained falsely elevated advia centaur xp high-sensitivity troponin I (tnih) results on one patient sample. The result was considered discordant compared to the result from testing the same sample on an alternate method in a different laboratory. The advia centaur xp tnih result was not reported to physician(s). There are no known reports of patient intervention or adverse health consequences due to the elevated tnih result.